Event description:
The device has been explanted.

Event description:
Additionally patient reports "throbbing pain in breast on and off".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side rupture and granulomas and enlarged lymph nodes. Additionally patient reports "having this implant rupture has caused me many sleepless nights and a great deal of stress." Patient family member reports patient is "tearful" and "unable to cope with what is happening due to the leak." The device remains implanted.